Event description:
A malfunction alarm was reported with malfunction code 12, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided assistance in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue happened again, which the customer acknowledged and understood.